Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility¿s biomedical technician reported that a blood leak alarm occurred during a patient¿s hemodialysis (hd) treatment. Additional information was obtained through follow-up with a charge nurse (cn) from the facility. The cn stated that a dialyzer blood leak occurred immediately at the start of hd treatment. The blood leak was reported to be internal, and it was confirmed to be visually observed. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. A blood leak test strip was not used because the cn said it was obvious. There was no damage or defect noted on the dialyzer. Fresenius bloodlines were also being used. After the leak occurred, the lines were clamped and the treatment was paused. The patient¿s blood was not returned; estimated blood loss (ebl) was 50 ml. The cn confirmed there was no patient serious injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on a different machine. The sample was not available to be returned for manufacturer evaluation as it was reportedly discarded.